Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was 405 mg/dl at the time. The customer also reported that the sensor was not working for 2-3 hours and there was loss of communication between the sensor and the transmitter. The customer's other blood glucose level was 300 mg/dl. The customer declined troubleshooting for high blood glucose. She was treated with insulin pump. The insulin pump will not be returned for analysis.